Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral incisional hernia on (B)(6) 2018 during which the surgeon noted the small bowel was adherent to the mesh. Once the small bowel was freed from the mesh, the surgeon removed the mesh. It was reported that the patient experienced severe pain, constipation, nausea, diarrhea, chills, inflammation, swelling, infection, seroma, wound healing issues, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 6/3/2020.